Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
A medical affairs specialist (mas) sent follow up questions and obtained the following information: the lay reporter contacted lfs alleging high readings on the patient's one touch ultraeasy meter. The reporter mentioned that the patient had been receiving elevated readings on his meter for the past two weeks and had been exhibiting symptoms of a headache and migraine. Readings were around 10.5 mmol/l, 12.1 mmol/l, 13.2 mmol/l upto 17 mmol/l. The patient would treat himself with tea with sugar and did not feel better after self-treatment. He did not seek any further medical attention due to the elevated readings. In late 2008, the patient tested his blood glucose at an unspecified time and obtained a reading of either 6 mmol/l or 7 mmol/l and exhibited symptoms of a headache and a migraine. At 5-6 pm he drank tea and his symptoms reportedly got worse where he became confused and experienced loss of vision. The patient's symptoms lasted for 5-6 hours. Paramedics were called and arrived to the patient's home around 7:20 pm. The initial reading on the paramedic's meter was 2.1 mmol/l. He was given a glucogen injection and tea with sugar. He was then taken into hospital where he was admitted overnight. The patient does not recall what his initial reading was in the hospital. Per patient, he was told that the diagnosis was a "hypo attack". The patient's diabetes regimen remained the same; however, was advised that if his blood glucose levels go over 17 mmol/l, to increase his insulin by 2 units. A normal reading for the patient is between 6 and 9 mmol/l. The patient tests twice a day. While troubleshooting with the customer care advocate (cca), they found in the meter memory that the patient obtained a result of 4.4 mmol/l the morning of the incident and results of 5.4 and 6.4 mmol/l (exact times were not provided). A quality control test was not done since the patient did not have any control solution. Cca sent the patient a replacement meter and test strips. The complaint is being reported because the patient alleged elevated readings on his lfs meter and reportedly suffered symptoms suggestive of hypoglycemia. The patient received medical treatment and was reportedly admitted over night in the hospital for hypoglycemia.